Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had moisture underneath the screen. The customer's blood glucose level at the time of incident was unknown. It was reported that the customer had blank display. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test and a compromised force sensor system alarm during the prime test due to a faulty force sensor resistor. The pump passed the operating currents and displacement tests. No blank display anomaly was noted. Unable to verify the self test, unexpected restart, occlusion or no delivery alarm tests due to the compromised force sensor system alarm. The motor passed the motor test. Moisture damage was found on the lcd board. The pump had a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.